Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017891 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: lot 1017717, test base part number 190-430 / lot: 1017717. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017891 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient sample or cross contamination.

Manufacturer narrative:
Update to h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1017891 with abbott diagnostics scarborough's limit of detection (lod) positive quality control and negative control swabs. All test results were valid and performed as expected. Additionally, the manufacturing and quality control release testing was reviewed for test base lot 1017891 and met release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1017891 showed that the complaint rate is 0.025%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 performed on (B)(6)2021 on a nasal sample. Repeat testing was performed and generated a negative result. On the same day pcr confirmation testing with (platform: roche cobas liat) generated a negative result. The customer confirmed there was no patient harm due to the test results.